Event description:
It was reported that the applier got stuck or jammed when loading the next clip.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged and the rotation tab slightly bent. A clip was partially loaded incorrectly into the jaws of the applier as it was broken at the hook and broken in half at the inner hinge. The partially loaded clip was stuck in the bent rotation tab. First, the clip was manually removed , and the trigger cycle was completed. Functional inspection was then performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was unable to load properly into the jaws of the applier. The trigger did not reset properly and there was no clip in the next position of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. A clip with a broken hook was found in the channel. The proximal end of the feeder was bent due to the clip stacking. The sample was received with 11 clips remaining including the partially loaded clip, indicating that 4 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed in this sample. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate the clip stacking issue. The reported complaint of "applier got stuck" was confirmed based upon the sample received. One sample was returned with the rotation tab slightly bent. A clip was partially loaded incorrectly into the jaws of the applier as it was broken at the hook and broken in half at the inner hinge. The partially loaded clip was stuck in the bent rotation tab. Upon functional inspection, the first clip was unable to load properly into the jaws of the applier. The trigger did not reset properly and there was no clip in the next position of the channel. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. A clip with a broken hook was found in the channel. The proximal end of the feeder was bent due to the clip stacking. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking can also cause the clips to break in the channel, as observed in this sample. It could not be determined exactly how or when the clips came out of position. A non-conformance has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73l1800355 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the applier got stuck or jammed when loading the next clip.